Event description:
It was reported that the end broke when the surgeon started using the device. The bur was replaced by another one of the same lot, which worked successfully. Patient safety was not compromised.

Manufacturer narrative:
(B)(4). Evaluation results: (this code is not recognized in the gch system). Sample was received with original inner pouch and labeling identifying the sample as item (B)(4) high speed tapered diamond bur 70°, from lot 0205703455. The top of the bur was in good condition, with all the diamond chips present and looking sharp, with very little wear. A small amount of bio-debris was present among the diamond chips. The inner hub was tested as per xpi-s high speed oversized curved burs, rev m and section 12.5.12 product inspection, "rotate hub/cutter assembly in hub/outer tube assembly, there shall be no resistance or unusual grinding noises." There was a grinding noted, and the bur did not spin freely. Metal shavings were found at the base of the bur tip, along with several diamond chips. The shavings and diamond chips were removed with tweezers. The underside of the bur was examined, and most of the diamond chips were missing. The bur was spin tested again, and moved freely with no binding or grinding. The bur was attached to an m4 handpiece and an ipc control unit (s/n (B)(4)) set to 12,000 rpms. The bur functioned properly. The most likely root cause for the complaint is damage to the underside of the bur head caused by contact with another metal object, such as an endoscope. No medwatch 3500a form was received from the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)